Event description:
During variax elbow surgery, although the surgeon inserted the locking screw in plate screw hole, the locking screw was not able to be locked to plat e(the surgeon tried about 5 times). Therefore, the surgeon changed the locking screw to another of the same size and completed the operation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: based on investigation, the root cause of the determined event was attributed to a user related issue. The thread on the screw head was damaged by another item. If the thread on the head is damaged the locking mechanism doesn't work properly. Please follow exactly the op-tech to lock the screw in the plate and do not recommend items with the screw. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
During variax elbow surgery, although the surgeon inserted the locking screw in plate screw hole, the locking screw was not able to be locked to plate(the surgeon tried about 5 times). Therefore the surgeon changed the locking screw to another of the same size and completed the operation.